Event description:
During the case the surgeon was removing the plate to tamp back (reposition) one of the interbodies. Once he put the plate back in place one of the cams disassociated from the plate while it was being turned. The cam came off with the driver. The plate was replaced with a new one and all parts were retrieved. There was no harm to the patient.